Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Multiple issues reported of 12cc syringe drawing in air during manifold prep.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there have been no samples returned. However, 87 samples for the same lot were received for cc 15580. The investigation results for cc 15580 will be used for this complaint. 87 samples were returned for review for cc 15580, with one of those returned with signs of use. The analyst and the area supervisor visually inspected the used sample and no cracks were visible, however, a clear gel like substance was found under the rotating adapter, possibly left from the user environment. The sample was functionally tested by pulling colored water into the syringe and capping off the distal tip of the syringe. The plunger was pushed and leakage was confirmed just below the rotating adapter in the same area the clear gel like substance was observed. The area was examined using magnification and a gap was found in the mold parting line of the syringe that would result in leakage. Five of the sealed samples were reviewed and tested with no leakage issues observed. Fi-2023-00032 was initiated for this issue. Per the fi, the most probable cause for the reported issue was most likely related to a potential lack of control limits on the injection molding parameters which allows for dimensional variation. Internal corrective actions will be assigned and completed through fi-2023-00032.